Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2024- 09387 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.

Event description:
It was reported that the insufflator had a power supply failure. There were no reports of patient harm.